Event description:
Additional information was received from a device manufacturer representative (rep). The device manufacturer representative (rep) was notified of the catheter occlusion on (B)(6) 2016 when he arrived for the pump replacement. The surgeon reported it to him. The patient's managing physician suspected there was a catheter occlusion, but it hadn't been confirmed. The patient had not experienced any symptoms and the cause and onset of the suspected catheter occlusion was unknown. A portion of the catheter was tied off and remained in the patient. The patient's pump had gablofen in it.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving and unknown drug via an implantable pump for multiple sclerosis and intractable spasticity. They were replacing the pump and the catheter was occluded. The physician was planning to leave the catheter and implanted another catheter, they were requesting recommendation on ligation of the catheter. Additional information has been requested regarding the initial reporter, onset date of the event, symptoms experienced, causality, drug information, and other medications patient was taking and patient medical history, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.